Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pulseless electrical activity cardiac arrest it was also reported that the right ventricular (rv) lead exhibited chronically high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.